Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to have perforated the patient's heart wall. The perforation was found less than a week after the initial implant procedure via echocardiogram. Loss of capture was also observed at maximum outputs. A revision procedure was scheduled and the rv lead was repositioned. In addition, the patient needed a pericardiocentesis performed. At this time, the rv lead remains in service. No additional adverse patient effects were reported.